Event description:
The stent on the sds was found to be flared on the proximal end upon removal of the device from its sterile packaging. The product was never used in the patient. There was no damage noted in the sds other than the uplifted struts on the proximal end.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14074864 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.